Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Event description:
It was reported that during a laparoscopic cholecystectomy procedure, two clips fired at the same time and crossed over each other when deployed from the device. Unknown how case was completed. There were no adverse consequences for the patient.